Event description:
Pt presented to hosp ER via ems following severe respiratory distress for 2 hrs. The pt was triaged and treated within one min of arrival. Respiratory and anesthesia were called to intubate and ventilate pt during code. Ambu bag used with mask functioned appropriately. After intubation same ambu bag used on end of endo trach tube met with occasional resistence during ventilation. Pt was reintubated during which time the resusitator was checked. Respiratory discovered 2 fish mouth valves instead of one had been assembled into the unit. One valve was removed and equipment reassembled. No further resistence was noted.